Event description:
(B)(4). (External iliac and common femoral dissection with related anemia (procedural complication) (002-bleeding event), external iliac and common femoral dissection with related anemia (procedural complication) (0021- vascular complication)) procedure summary: the subject was randomized into the (B)(4) study on (B)(6) 2015. The index procedure was performed on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. On (B)(6) 2015, the subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. Successful repositioning of the 27 mm lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Of note, post balloon valvuloplasty, per site confirmation left bundle branch block was noted (reported as ae008). Event description: periperal artery disease (001)/ external iliac and common femoral dissection with related anemia (procedural complication) (002- bleeding event)/ external iliac and common femoral dissection with related anemia (procedural complication) (0021- vascular complication): on (B)(6) 2015, during tavi procedure, the femoral artery was noted to be occluded. Pre dilatation was performed using the "6 french dilator" to advance the "20 french sheath" through the left femoral artery however without any success. Balloon angioplasty was performed to the left external and common iliac arteries to facilitate the advancement of the 20 french sheath (reported as periperal artery disease-001) followed by implantation of the lotus valve. On (B)(6) 2015, post valve deployment, root angiogram revealed "left common iliac artery dissection". The dissection was subsequently treated by implanting two overlapping 10 x 80 mm protege stents in the "left common iliac" and "left external iliac arteries". Post stenting angiogram revealed excellent flow throughout the left iliofemoral system. Varc classification for vascular complication was major. Of note, per site response in edc, the lotus introducer caused the external iliac and common femoral dissection. Post stenting sheath was removed from the left side and closure sites repaired directly. The right side however was "deemed unsuitable for device closure", hence sheath was pulled after protamine injection. Of note, no overt source of bleeding was specified in the source however site wished to report a cec event of bleeding as a significant drop in hemoglobin was noted and was attributed to the access site dissection (as per event term in edc). On (B)(6) 2015, two units of prbc were transfused. On, (B)(6) 2015, hematology measurements revealed (please see lab table below): lowest hematocrit value associated with the event: 27.6 %. (Reference range: 39-51 %) lowest hemoglobin value associated with the event: 8.8 g/dl (reference range: 13-17g/dl) the varc classification for the bleeding event was major. On (B)(6) 2015 the event "peripheral artery disease (001)" was considered to be resolved. At this time of report the event "external iliac and common femoral dissection with related anemia (procedural complication) (002)" was considered to be not recovered/ not resolved. Potential relationship to study procedure per investigator (for 001 and 002): related acute respiratory failure (005): on (B)(6) 2015, 1 day post index procedure the subject was noted to develop "acute respiratory failure". The subject was intubated and placed on a ventilator for respiratory support. At this time of report the event was considered to be not recovered / not resolved. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel. Of note, during the course of hospitalization the subject was also noted to have "hypervolemia" (ae003), "thrombocytopenia" (ae004), "hypotension" (ae006), "lbbb" (008), "leukocytosis" (ae009), "dysphagia" (ae010), "hypernatremia" (ae011) and "intermittent confusion" (ae012). However, these events have not been reported in argus considering they are only ae's. Potential relationship to study procedure per investigator: related.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 246447r did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. Three further complaints has been opened in relation to lot # 246447r. The as reported classification for complaint lot-pc15-025 reported a failure to advance the device into the artery. The event description for complaint lot-pc15-025 details that the device didn't malfunction and the patient had a significant amount of eccentric calcium in the femoral/iliac vessels. This is not similar to this complaint (lot-pc15-050). The as reported classification for complaint lot-pc15-035 and complaint lot-pc15-056 is 'sheath kink' where the event description describes a sheath kink during insertion. The above as reported classifications are not similar to this complaint (lot-pc15-050). This review therefore concludes that no trend has been identified for this complaint. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. The most probable root cause classification code assigned to this complaint is 'anticipated procedural complication' where analysis of all available information determined that the reported event is an anticipated procedural complication as detailed within the IFU. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath. There is no indication of a potential processing failure associated with this complaint. The event description also describes bleeding and associated anaemia, which are most likely to be a result of the vessel dissection. The event description also describes the patient developing "left bundle branch block". Bundle branch block is a condition in which there's a delay or obstruction along the pathway that electrical impulses travel to make your heart beat. This event description is specific to the heart and is not likely to be related to the lotus introducer sheath which does not reach this location within the anatomy. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
Reprise iii 0841r3027 (external iliac and common femoral dissection with related anemia (B)(4) procedure summary: the subject was randomized into the reprise iii study on (B)(6) 2015. The index procedure was performed on (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. On (B)(6) 2015, the subject received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. Successful repositioning of the 27 mm lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Of note, post balloon valvuloplasty, per site confirmation left bundle branch block was noted (reported as ae008). Event description: (B)(4): on (B)(6) 2015, during tavi procedure the femoral artery was noted to be occluded. Pre dilatation was performed using the "6 french dilator" to advance the "20 french sheath" through the left femoral artery however without any success. Balloon angioplasty was performed to the left external and common iliac arteries to facilitate the advancement of the 20 french sheath (reported as (B)(4)) followed by implantation of the lotus valve. On (B)(6) 2015, post valve deployment, root angiogram revealed "left common iliac artery dissection". The dissection was subsequently treated by implanting two overlapping 10 x 80 mm protege stents in the "left common iliac" and "left external iliac arteries". Post stenting angiogram revealed excellent flow throughout the left iliofemoral system. Varc classification for vascular complication was major. Of note, per site response in edc, the lotus introducer caused the external iliac and common femoral dissection. Post stenting sheath was removed from the left side and closure sites repaired directly. The right side however was "deemed unsuitable for device closure", hence sheath was pulled after protamine injection. Of note, no overt source of bleeding was specified in the source however site wished to report a cec event of bleeding as a significant drop in hemoglobin was noted and was attributed to the access site dissection (as per event term in edc). On (B)(6) 2015, two units of prbc were transfused. On, (B)(6) 2015, hematology measurements revealed (please see lab table below): lowest hematocrit value associated with the event: 27.6 %. (Reference range: 39-51 %) lowest hemoglobin value associated with the event: 8.8 g/dl (reference range: 13-17g/dl)-the varc classification for the bleeding event was major. On (B)(6) 2015 the event (B)(4): on (B)(6) 2015, 1 day post index procedure the subject was noted to develop "acute respiratory failure". The subject was intubated and placed on a ventilator for respiratory support. At this time of report the event was considered to be not recovered / not resolved. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel. Of note, during the course of hospitalization the subject was also noted to have "hypervolemia" (ae003), "thrombocytopenia" (ae004), "hypotension" (ae006), "lbbb" (008), "leukocytosis" (ae009), "dysphagia" (ae010), "hypernatremia" (ae011) and "intermittent confusion" (ae012). However these events have not been reported in argus considering they are only ae's. -potential relationship to study procedure per investigator: related.